Event description:
This is a spontaneous case report rec'd from a female consumer of unspecified age in united states on (B)(6) 2014 which refers to herself who had essure (fallopian tube occlusion insert) inserted and experienced severe discomfort, fatigue, generally feeling awful, debilitating conditions, back, joint and pelvic pain, bleeding, extreme lethargy, headaches, menstrual irregularities, and weight fluctuation. No info given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer rec'd amu concomitant medication. In (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. On an unspecified date the consumer was suffering from debilitating conditions on essure. The troubles reported by her and other patients (unspecified) includes back, joint and pelvic pain, bleeding, extreme lethargy, headaches, menstrual irregularities, and weight fluctuation. She also experienced severe discomfort, fatigue and is generally feeling awful. Consumer underwent a surgical removal of her fallopian tubes, uterus and cervix. Report causality: the relationship between the events and essure is not reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.